Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 18oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator had no power. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 26oct2018. Date of manufacturer: 25oct2018. Philip's service engineer (se) inspected the device. The se found that the unit was not booting up. The se replaced the power supply however the issue continued. The customer declined any further repair/service of the device.

Manufacturer narrative:
Report date: 08jan19. Date received by manufacturer: 07jan19. A power supply was returned to philips for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (c56) that prevented the power supply from operating on alternate current power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.